Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing fentanyl (16000mcg/ml at 3000mcg per day) and baclofen (1300mcg/ml at 240mcg per day). The indication for use was non-malignant pain. It was reported that the patient experienced a lack of therapy and return of pain symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and no known diagnostics or troubleshooting were performed. The pump and catheter were replaced on (B)(6) 2017, and the issue was considered resolved. The patient status was noted to be alive - no injury.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The cause of the patient's lack of therapy and return of symptoms was not determined. Pump logs did not identify any unusual device events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.